Manufacturer narrative:
(B)(4). Batch #: u9588y. Date of event is 2021. Event day and event month were not reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. In addition, ten clips were found inside clip track. No conclusion could be reached regarding the cause of the jaw disengagement. The reported event is confirmed and although no conclusion could be reach regarding the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengagement from the cam may be due to inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, a ligamax was opened to place clips. A few clips fired normally but the device then seemed to jam, and clips were not deploying. A new device was opened and case continued without issue. There was no adverse event for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2021. H2: additional information received: a photo was received for review and the following was observed: the photo shows a device shaft and jaws with body fluids present and also shows a clip partially advanced into the jaws. Based on the photo review, the event described could not be confirmed as no detectable issue could be observed through photo review. Please refer to the device analysis already submitted in (B)(4) for full analysis details and conclusion.